Event description:
A pediatric patient was discovered in the crib holding a syringe of medication. The syringe had been properly placed in a medfusion 3500 syringe pump. The child pulled the IV tubing and caused the IV pole to roll closer to the crib. The child was able to reach the syringe and remove it from the pump. The medfusion pump lacks a good mechanism to secure the syringe from child tampering.